Event description:
A percutaneous transluminal coronary angioplasty (ptca) was performed in the middle third left anterior descending (lad) artery to treat ¿severe¿ restenosis. An intravascular ultrasound (ivus) imaging catheter was used to image the lesion. The physician successfully placed a coronary stent and post dilated with a balloon catheter without incident. The ivus catheter was used again post dilation to image the stent site, resistance was felt, the catheter had become stuck on the stent. It was noted that the proximal part of the stent was ¿shortened¿; the physician post dilated again. It is unknown if the catheter was removed successfully and attempts to obtain additional information have been unsuccessful. The patient condition is reported to be ¿stable.¿ cross reference for stent see MFR 2134265-2010-01664

Event description:
A percutaneous transluminal coronary angioplasty (ptca) was performed in the middle third left anterior descending (lad) artery to treat ¿severe¿ restenosis. An intravascular ultrasound (ivus) imaging catheter was used to image the lesion. The physician successfully placed a coronary stent and post dilated with a balloon catheter without incident. The ivus catheter was used again post dilation to image the stent site,resistance was felt, the catheter had become stuck on the stent. It was noted that the proximal part of the stent was ¿shortened¿; the physician post dilated again. It is unknown if the catheter was removed successfully and attempts to obtain additional information have been unsuccessful. The patient condition is reported to be ¿stable.¿ cross reference for stent see MFR 2134265-2010-01664

Manufacturer narrative:
The lot number of the subject device remains unknown. However, a sales report revealed a upn 749389420 and ship history report identified a potential lot 13100658. The device history record (DHR) review was performed for this lot and no issues or discrepancies were found. No similar complaints for stuck in stent were found in this lot. The device labeling and directions for use (dfu) for the potential lot identified in the ship history was reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment.¿ the review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or dfu. The complaint device was disposed by the user facility; therefore, product inspection could not be performed. Imaging cds from the procedure were returned and reviewed by an on-site medical professional. The review determined that the struts of the non-bsc stent appeared to be deformed at the proximal edge, though the image had limited resolution. The medical professional concluded that the stent strut deformation could be related to post-dilations owing to supraoptimal balloon inflation or resulted from ivus catheter/stent interaction during advancement of the catheter. Although the product was not returned, based on the event description and review of the returned imaging cds a probable root cause of operational context was assigned to the reported stuck in stent issue.

Manufacturer narrative:
(B) (4) new code request has been submitted for stuck in sent.